Manufacturer narrative:
Patient weight was not provided by the author(s). The exact system information could not be determined as it was not provided. However, the system listed on this form was at the address listed in the article during the time some of the surgeries were completed. Device mfg date not available at the time of this submission. Article states, "no permanent neurological or endocrine complications were noted after laser ablation of hypothalamic hamartomas in our series. Transient neurological deficits were common (50%), and similar rates are seen with resective surgery." No requests for system service have been received regarding the reported events. The article does not allege that the medtronic system caused the reported events. Reported events/complications are known inherent risks to this procedure/disease type. Article states, "the hamartoma was located in the anterior third ventricle overlying the optic apparatus. This, along with rapid resolution and responsiveness to steroid therapy, suggests local edema and mass effect secondary to the ablation as the etiology for these symptoms." No allegation of malfunction.

Event description:
Attached article, stereotactic laser ablation for hypothalamic and deep intraventricular lesions by buckley et al, reports thata patient undergoing laser ablation for a hypothalamic hemartoma experienced postoperative transient blurred vision immediately after ablation (which resolved with steroid treatment within 24-48 hrs without residual). Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's visualase thermal therapy system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
Correction to UDI. Device mfg date now provided.